Event description:
The surgeon inserted the icm115v4 11.5mm implantable collamer lens in the left eye on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due low vault. There was an enlargement of or a addition of a new pi and a yag was performed. The lens was exchanged for a longer length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).